Manufacturer narrative:
The product was not requested to be returned for evaluation and therefore a root cause could not be verified. Prior chemical analysis has indicated that once the device is used, it is exposed to multiple contaminants during the normal recommended 3 day use that does not allow for reliable test results. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient experienced skin irritation at the site of the pod. The patient went to the health care provider and was given ointment (betacorten) for treatment. The pod was worn longer than 48 hours on the abdomen.